Manufacturer narrative:
Product complaint #: (B)(4). Additional evaluation summary: one empty opened foil, one labeled winding former and a dispensed needle-suture of product code sxpp1a405, lot paz316 were returned for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids on the barbs were found and some barbs were damaged. Also, the two sides of the fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, it could not be determined what may have caused the reported incident.

Event description:
It was reported that a patient underwent a lumbar disc surgery on (B)(6) 2019 and suture was used. It was reported that the fixation feature was missing during the postoperative approach of lumbar disc surgery. Changed another one to complete surgery. There was no adverse patient outcome reported. No additional information is available.